Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis reviewed the system event logs and error 23003 was found indicating the fault on degree of freedom (dof) 5, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The universal surgical manipulator (usm) was installed onto a system where the component functioned as expected. The usm was installed onto a patient side cart (psc) fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the dof 5 gearbox was inspected and no faults were identified. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to a joint position error due to the dof5 gearbox in the usm.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse identified error 23003 in the log pointing to universal surgical manipulator (usm) 3. The fse replaced the usm to resolve the reported issue. The system was tested and verified as ready for use. Isi has received the usm and the fa is still in progress.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that universal surgical manipulator (usm) 3 was out of control. Usm 3 light was off. Before calling isi technical support, the site power cycled the system and the issue was resolved. The tse reviewed the logs but did not find any system errors reported. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue described involved usm 3, which was unable to move normally while the other three usms of the robotic system were functioning properly. This occurred when the surgeon was attempting to manipulate instruments from the surgeon side console, indicating a problem with the slave unit not responding to the master's commands. Despite the malfunction, the surgeon did not disable or discontinue use of the arm, as previous experience showed that re-plugging the endoscope or restarting the system could resolve the issue temporarily. The problem had occurred multiple times. Nevertheless, the procedure was completed robotically using all four usms.